Event description:
The cardiomems sensor is being monitored for a potential drift. It was recommended the site should not use the sensor data to treat the patient and continue to monitor for drift stability.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
Additional information received: a1, a4, b5, g3, h6.

Event description:
An echocardiogram was performed (B)(6) 2022 to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was decreased by 23 mmhg. Readings will continue to be monitored for stabilization of drift trend.